Manufacturer narrative:
Continuation of d10: product ID: 3560022; lot# va2gkgq; product type: extension; product ID: 978b128; lot# va2hj37; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer representative. It was reported that his programmer has lost communication with his ens. We did trouble shoot and it still is not connecting. Support link advised to contact his clinician and we would let his representative know. Patient's device cannot connect to his ens belt. He is getting a communication error. Support link made his representative aware of it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that the cause of the communication issue was determined. The extension wire and lead were not fully connected. Patient was taken back to the or and pocket was re-opened and lead was inserted fully into the extension header. The issue was resolved at the time of the report. Lead is still implanted in the patient and extension wire was thrown away at stage 2 battery placement surgery.

Manufacturer narrative:
Continuation of d10: product ID: 3560022, lot# va2gkgq, product type: extension; product ID: 978b128, lot# va2hj37, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3560022, lot#: va2gkgq, product type: extension. Product ID: 978b128, lot#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens) for urgency frequency, urge incontinence. It was reported that the manufacturer representative (rep) reported post stage 1 lead implant for trial procedure, the handset is indicating "no lead connected". Rep prior to reaching out to tss replaced the ens and the handset. Reviewed the perc extension cable is most likely the cause. Reviewed patient may need to be taken back to operating room for replacement. The rep indicated throwing away box w/ lot number for perc extension kit. Reviewed customer service may be able to assist w/ lot number. Additional information received on (B)(6) 2021 went back into the operating room and opened up the pocket, disconnected and reconnected the perc extension and then everything worked properly. Rep had to open up a trunk stock lead ((B)(4)) to get a torque wrench, and possibly use a tunneler. No further complications were reported at this time.